Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device data log was unable to be downloaded for review. Functional tests included use testing. The pump was powered up and displayed an error code. It was determined that the pump had a faulty motor which caused the error code. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the motor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.